Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra aortic balloon pump (iabp) had black screen and found fault code 115. There were no patient harm or injury was reported.